Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was caused by the battery pin bushings being too large and wrongly fitted. He downstream/upstream occlusion seal was replaced. In rare cases like this one, the battery contact was enough to power on the pump, but it later reported a depleted battery. The battery pin bushings were shortened and adjusted during the investigation, after which the problem stopped and could not be replicated. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had charging issues. There were doubts that the device was charging, even with a new battery. The battery showed as full and didn¿t deplete, but when plugged in, it constantly showed an incomplete charge. When plugged directly, the battery status light turned red. The event occurred during recharging. There was no patient involvement.